Manufacturer narrative:
On 12/2019. On (B)(6) 2015. Based on the available information, this event is deemed a reportable malfunction. After a detailed batch review, no discrepancies related to the complaint issue were found. Additional information from the customer was required to investigate the issue, but was not provided. A previously closed investigation is applicable to this complaint; therefore this complaint will be closed without further action. Additional patient/event information was requested but was not received, should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "when the nurse try to open the valve, the urine does not drop to the chamber." No patient harm was reported during the use of the device.